Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an error 1 message (pre-warm bypass flow error) while performing calibrations. Per biomed on 28feb2022, mss explained that the arctic sun device was not reaching the 3500 ml needed to pass calibration and would need a circulation pump. The device was coming in for circulation pump replacement under warranty.

Event description:
It was reported that the arctic sun device received an error 1 message (pre-warm bypass flow error) while performing calibrations. Per biomed on (B)(6) 2022, mss explained that the arctic sun device was not reaching the 3500 ml needed to pass calibration and would need a circulation pump. The device was coming in for circulation pump replacement under warranty.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.